Event description:
It was reported that the patient's device was using morphine, but it "did not work great" and when she turned it up, it made her nauseous. It was noted that the patient changed to dilaudid, but it did not even give her 60% improvement. Over a month later, it was reported that the patient was still having concerns regarding her device or therapy, but she was working with her doctor or medtronic representative. It was noted that the patient was planning to have another "lead" put in, though it was unclear whether the reporter was referring to a catheter instead of a lead. The patient has used the drugs: fentanyl, hydromorphone, bupivacaine, and baclofen with her system. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information was received from the patient on (B)(6) 2015 and it was reported that the morphine was change out to fentanyl, dilaudid, and a muscle relaxer in (B)(6) of 2009.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID, 8709sc lot# n178302008, implanted: 2009 (B)(6), product type catheter. (B)(4).